Manufacturer narrative:
This is a report from a literature article: puneet khanna, charu mahajan, priyanka gupta, sujoy banik, bikash r ray, girija prasad rath. Use of gelatin-thrombin matrix haemostatic sealant in neurosurgery: anaesthetic implications and review of literature, journal of neuroanaesthesiology and critical care jan-apr 2015 - vol. 2, issue 1:51-54, http://www.jnaccjournal.org ip: 14.139.253.18. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an intracranial surgery in which a floseal was used. Post-operatively, a hematoma occurred. The cause of the event was not reported. It was not reported if there was any medical intervention. No further detail was provided regarding treatment, if hospitalization was required or the patient outcome. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.